Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked the handswitch, the connections, erased and reloaded the arcnet nodes as well as cleaned up the printed circuit boards. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would continue to produce fluoroscopic x-ray when the handswitch was released and the left monitor would intermittently go dark. No patient injury was reported.